Event description:
It was reported that right ventricular lead impedance increased to 2612 ohms, and was not sensing. The lead was explanted. No patient complications have been reported as a result of this event.